Event description:
The fse reported an interlock failure error message. This error causes the system to shut down. There is no injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe transformer was evaluated and replaced. The system was tested and found to be working as intended and returned to service.